Manufacturer narrative:
The insulin pump was received with unresponsive buttons, due to corroded keypad traces. There were no unexpected numbers ramping/scrolling during testing. No moisture damage was noted on electronic assembly during visual inspection. The device also had minor scratches on the lcd window, cracked case at display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 101 mg/dl. The insulin pump may have been exposed to perspiration while customer was at a baseball game. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.